Event description:
This ra lead was implanted on (B)(6) 2016 and remains implanted at this time. A call was placed to technical services on (B)(6)2018 stating that this lead had minute ventilation oversensing. Device was switched to unipolar because there was one daily measurement that was out of range. Device opt to program to bipolar sense/unipolar pace. The following physician was dr. (B)(6) at (B)(6) medical center in (B)(6). No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).